Manufacturer narrative:
An event of pericardial effusion was reported. Information from the field it is believed that the sheath was pushed too deeply into patient anatomy causing the effusion. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023 a 25mm amplatzer talisman pfo occluder was selected for implantation using an 8f amplatzer talisman delivery sheath. During the procedure, during deployment, it was noted that the device seemed too small. The device was removed from patient anatomy prior to release from the delivery cable, and a 30mm amplatzer talisman pfo occluder was selected for implantation using a 9f amplatzer talisman delivery sheath. During the procedure, the sheath was advanced too deeply into the left atrium, so it was pulled back. The device was deployed, but was not in the correct position so it was decided to remove the device. On the echocardiogram, a pericardial effusion was noted in the left atrium, and the procedure was aborted. Medication was administered to treat the effusion. The patient was monitored in the hospital for a couple of days, and is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. It is believed that the sheath was pushed too deeply into patient anatomy causing the effusion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 25mm amplatzer talisman pfo occluder was selected for implantation using an 8f amplatzer talisman delivery sheath. During the procedure, during deployment, it was noted that the device seemed too small. The device was removed from patient anatomy prior to release from the delivery cable, and a 30mm amplatzer talisman pfo occluder was selected for implantation using a 9f amplatzer talisman delivery sheath. During the procedure, the sheath was advanced too deeply into the left atrium, so it was pulled back. The device was deployed, but was not in the correct position so it was decided to remove the device. On the echocardiogram, a pericardial effusion was noted in the left atrium, and the procedure was aborted. Medication was administered to treat the effusion. The patient was monitored in the hospital for a couple of days, and is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. It is believed that the sheath was pushed too deeply into patient anatomy causing the effusion.